Event description:
The customer reported erroneously elevated troponin I (access accutni) and creatine kinase-mb (ck-mb) results, for one patient, and dark counts outside limits system errors involving the unicel dxc 600i synchron access clinical system utilized in conjunction with the access accutni assay and access accutni calibrator. An initial troponin I result of approximately 60 ng/ml, above the acute myocardial infarction (ami) limit, was generated. The customer stated the erroneous results, for both parameters, were not released out of the laboratory. Subsequent testing of the patient¿s sample produced results within the normal reference range (actual values were not supplied). The customer indicated system check failed at the time of the event. Quality control (qc) is performed once daily and was within specification prior to the event. The customer replaced the aspirate probes and resolved the issue. System check and quality control (qc) passed within specifications. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting.